Event description:
It was reported on 8/27/2021 by a sales rep via email that on (B)(6) 2021 an ar-611-4 ibalance® tibial impactor was being used in a case. After use, the impactor broke. No issues with the patient, it just broke. No further details.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-611-4 lot 051851 was received for investigation. Visual inspection of the device showed that the head of the device (c10724-01) has broken off and only a portion remains. The most likely cause for the reported failure is user error for applying excessive force during use.